Event description:
It was reported, that: revision of oxford that was performed (B)(6) 2021. The reason was tibial loosening. Patient outcome: revision.

Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. Associated products: medical product: oxf twin-peg cmntd fem sm PMA. Catalogue number: 161468. Lot number: 064390. Medical product: oxf anat brg lt sm size 3 PMA. Catalogue number: 159540. Lot number: 320420. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. Associated products: medical product: oxf twin-peg cmntd fem sm PMA. Catalogue number: 161468. Lot number: 064390. Medical product: oxf anat brg lt sm size 3 PMA. Catalogue number: 159540. Lot number: 320420. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: revision of oxford that was performed (B)(6) 2021. The reason was tibial loosening. Patient outcome: revision.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: adequate photographs have not been provided and product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified 4 additional similar complaints for the reported item and no additional complaints for the reported item and lot combination. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. It has been confirmed that the implant is not within the scope or subject of any CAPA's field actions or recalls which could be attributed to reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as relevant photographs have not been provided and product has not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event cannot be determined with the information provided. H3 other text : item not returned.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on (B)(6), 2021. Subsequently, a revision procedure due to tibial loosening was performed on (B)(6), 2022.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on (B)(6) 2021. Subsequently, a revision procedure due to tibial loosening was performed on (B)(6) 2022.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrective and additional information. The implant and explant dates have been corrected. Patient information has been updated to the report. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.